Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer acknowledged the alarm and resumed insulin to resolve the issue. Eventually, the customer reverted to an alternate method of insulin therapy.